Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had an issue where every pocket in the entire device was not detected on bus. The field service engineer (fse) inspected and found that the drawers were not showing up in the hardware test application. The fse powered the station off, disconnected the main matrix drawer 1 and confirmed that main drawers 2.1 and 2.2 were seen. The fse then replaced the control board for drawer 1, reconnected the drawer, and verified the station and drawer functionality to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, every pocket in the entire device was not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.